Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the monitor had flashing lights and was displaying an error. The procedure was aborted and the patient had already received propofol for monitored anesthesia care (mac).